Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the instrument was providing underestimated act values. The use of the instrument was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported underestimated act values was verified during service. Service technician observed that fault found was due to a lift bar with a deformed ch1 channel. The antistatic mat was previously tested with successful results. The issue was resolved by replacing the lift bar assembly. The lift bar calibration was carried out in accordance with the values indicated in service manual. The diagnostic tests were carried out, temperature calibration was carried out. The test was carried out with acttrac simulator with successful results. Electrical safety tests performed, visual analysis of the device's integrity and all tests passed. Post repair testing was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E: facility name corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.